Event description:
A consumer reported following an exchange of an intraocular lens (iol), she is experiencing poor vision and pain when adjusting to lighted or dark areas. There are two medical device reports for the right eye. This report is for the second lens implanted. MFR report number 1119421-2013-00733 was previously filed for the initial lens implanted.

Manufacturer narrative:
No sample was returned; the lens remains implanted. The product history records could not be reviewed because the lot number or any identification traceable to the manufacturing documentation was not provided. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).